Manufacturer narrative:
Irn#: (B)(4). Complaint took place in USA. The a, b, c, d, e and g codes have been changed/adjusted in this fu1 report compared to the intial report. These have resulted from the submitted failure pattern. Based on clinical assessment and risk assessment this case is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn#: (B)(4). Incident occurred in USA: the nurse was unable to get the needle to flush. Was told that they take the stimulation cord off before doing the block. They notice that when they inject the liquid comes out the top of the catheter where they pulled the stimulation cord out.

Manufacturer narrative:
Irn# (B)(4) complaint took place in USA. All codes must be filled in for the initial report, although the initial report did not previously require the b, c and d codes. Otherwise, the packing of the parcels will not work. In the subsequent fu1 with the determined test results, these can change again! At the time of the complaint, the affected failure pattern has not yet been sent in for examination. The current processing status does not yet include the complete analysis and test results, which will be transmitted with the subsequent fu2.

Event description:
Irn# (B)(4) incident occurred in USA: the nurse was unable to get the needle to flush. Was told that they take the stimulation cord off before doing the block. They notice that when they inject the liquid comes out the top of the catheter where they pulled the stimulation cord out.